Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Variax hand 3d plate was used for the fracture of third middle phalanx. After the locking of 3 screws, the 4th locking screw was not able to be locked to the plate. The surgeon exchanged the screw for a new screw, but the situation was not changed. After that the surgeon used an emergency screw and finished the surgery.